Event description:
According to the reporter: a piece of the device broke of and fell into the pt cavity. The dr was able to recover the piece and continue the case. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).